Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amulet left atrial appendage. The patient underwent an ablation prior to the procedure. The patient was in sinus rhythm during the procedure. Transseptal puncture was posterioinferior. Guidewire position was in the superior pulmonary vein. A tug test was performed. Close criteria were met. The device was implanted. Immediately post-implant the patient experienced mild hypotension and bradycardia. The bradycardia resolved shortly after. A small dosage of norepinephrine was administered to maintain the mean arterial pressure (map) at 65mmhg. The patient was transferred to the intensive care unit (ICU). The patient went into shock the same night and norepinephrine was administered. The following morning the patient was diagnosed with a circumferential cardiac tamponade. A pericardiocentesis was performed in the ICU. At 1500 hours the same day the patient passed away. The cause of death was the cardiac tamponade. The user believed the device caused the cardiac tamponade, which led to the shock and subsequent death.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided procedural imaging was reviewed by an abbott representative. The investigation was unable to determine the cause for the reported patient-device incompatibility (implant-related tissue damage) and the reported patient effects of pericardial effusion led to cardiac tamponade, hypotension, and bradycardia. The reported patient effects of shock and death were due to cardiac tamponade, per physician. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.